Manufacturer narrative:
Retainer ring = black. Customer returned insulin pump for an alleged blank display, moisture damage, no delivery alarm, and critical pump error (open book image) found on 12/04/2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement, and sleep current test, however failed the self test due to no vibration. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected insulin flow blocked nor critical pump error alarms noted during testing. Confirmed no delivery alarm during basal on 12/04/2021 at 06:02:00, 06:42:00, and 06:52:00 in the pump downloaded history. Critical pump error (open book image) confirmed due to pump error 53 alarm (file #: 2005, line #: 5632) confirmed in the history file on 08/21/2021 at 12:40:28, and pump error 63 alarm (variable 21 - rf chip error) on 12/04/2021 at 11:17:02. Pump error 53 and 63 alarms isolated to electronic assembly. Pump was cut open to perform visual inspection and found on moisture damage on the harness assembly vibrator. The following were noted during visual inspection: faded serial number label, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked case on battery tube, missing display window/cover, cracked keypad overlay, cracked battery tube threads, and cracked case above arrow and battery icon. Customer allegation of blank display was not confirmed. Moisture damage confirmed on the harness assembly vibrator. Customer alleged for no delivery/occlusion during basal was found in the pump history, however was not confirmed during testing. Critical pump error (open book image) alarm was confirmed due to pump error 53 and pump error 63 alarms. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error with open book image and insulin pump was not turning on. Customer stated they were swimming while the error occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for further analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.